Manufacturer narrative:
Conclusion: a temporal association between the pt. Experience of abdominal pain with notable fibrin and cloudy pd effluent, subsequent hospitalization with yeast peritonitis and pd catheter exit site infection and the liberty cycler exists. However, there is no documentation to support a causal relationship between the liberty cycler and the peritonitis event.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported by the peritoneal dialysis (pd) nurse this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was experiencing) abdominal pain with concomitant ¿blood tinged¿ and cloudy (pd) effluent. The pd nurse further stated the patient had a pd effluent culture performed which revealed the presence of yeast and a high white blood cell (wbc) count. Additionally, the pd nurse stated the patient had a pd catheter (not a fresenius product) exit site infection which was causing notable fibrin in the patient¿s pd effluent. Also, the patient alleged being ¿overfilled¿ by the liberty cycler during ccpd treatment on (B)(6) 2017 and stated he was unable to drain the pd solution from his peritoneum. When the patient switched to a manual bag (due to the drain issue) he observed blood in his dialysis effluent (although the patient reported he experienced difficulty draining with manual bags). The patient went to emergency room (ER) and was admitted to the hospital on (B)(6) 2017 with peritonitis and a pd catheter exit infection. The pd nurse stated the patient had his pd catheter removed and a hemodialysis access was placed. The patient was transitioned to hemodialysis therapy during hospitalization and was treated with antibiotics (unknown drug (s), dose, route, frequency and duration). The etiology of the yeast peritonitis and catheter exit site infection was unknown. On (B)(6) 2017 the patient was discharged from the hospital on outpatient hd therapy and was admitted to the outpatient hd unit on (B)(6) 2017. On (B)(6) 2017 the patient reported that his symptoms of aches and pains (unknown location) did not resolve completely and was still on antibiotic therapy. During a follow up call with the pd nurse it was stated there was no reported liberty cycler malfunction that caused the alleged overfill experienced by the patient on (B)(6) 2017. The pd nurse stated the drain complications were likely associated to the fibrin as a result of the pd catheter exit site infection. Per the pd nurse, the patient¿s signs and symptoms of abdominal pain and peritonitis resolved.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported being over-filled by the cycler. The patient rebooted the cycler with no success and was unable to drain. The patient decided to attempt to drain using manual bags and when fluid eventually drained from the patient's abdomen, blood was noted. The patient went to the emergency room and was admitted for 5 days. The catheter was removed and an infection was present for which the patient was taking antibiotics. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated as of (B)(6) 2017 the patient was no longer receiving pd therapy, and switched to hemodialysis. Medical records were requested.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported being over-filled by the cycler. The patient rebooted the cycler with no success and was unable to drain. The patient decided to attempt to drain using manual bags and when fluid eventually drained from the patient's abdomen, blood was noted. The patient went to the emergency room and was admitted for 5 days. The catheter was removed and an infection was present for which the patient was taking antibiotics. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated as of (B)(6) 2017 the patient was no longer receiving pd therapy, and switched to hemodialysis. Medical records were requested.